Event description:
It was reported the spinal cord stimulation (scs) patient experienced a loss of pain coverage. The physician assessed the device had migrated; attempts to reprogram the device were unsuccessful. The patient underwent an explant procedure where the system was removed and did well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2022 additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7076822; product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7075663.